Event description:
The customer reported this lead was received on (B) (6), 2010 from their medical sales representative. According to the representative, the patient was in the hospital for pancreatitis on (B) (6), 2010 when he supposedly went into an episode of vt or vf and died the next day ((B) (6), 2010). The physician on staff stated that the ela ICD did not shock the patient for vf and consulted both the pt's cardiologist and family physician. The whole system was explanted and analysis has been requested. The lead was actively implanted for approx 8 months.

Manufacturer narrative:
The lead was cut in half and only the proximal (connector) end was received (measured 16.5 cm). There was dried blood present on the connector pin and the insulation. The visual and dimensional (is-1 connector) inspection was within specifications. The electrical measurements could not be performed on partial device; the continuity on coil and connector was present. No conclusion can be drawn on this partial device.